Event description:
During the procedure a dissection was noticed in the patient's coronary artery. The guide catheter was inserted into the patient and at some point in time a vessel dissection occurred. The patient is reported to be fine. The attempt was made to obtain additional information about the case, however no additional information has been provided. The customer has indicated that the product will not be returned for evaluation.